Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: wear abrasion, opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade iii.

Event description:
Patient reported right side "infection" treated with antibiotics and "capsular contracture," baker grade iii. Patient additionally reported right side "rash;" this event is not related to the device. Device has been explanted.